Event description:
Procedure: vats. According to the reporter: the stapler was fired but staples did not form properly on tissue. This led to bleeding and the need for a further staple line adjacent. A blue reload was used and deemed acceptable by the surgeon. Surgeon used another stapler to staple parallel to the malformed staple line.

Manufacturer narrative:
(B) (4).